Manufacturer narrative:
(B)(4). Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was in her bra when it start beeping, insulin pump was not responding when she press any buttons. Customer stated that she got stuck button alarm and she was not able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.